Event description:
Trend noted with issues with bd(becton dickinson) insyte autoguard bc IV catheters with dull/bent bevels with difficulty piercing the skin and/or difficulty advancing/threading the catheter resulting in multiple IV attempts by various providers all experiencing the same issues.